Event description:
The reporter stated that the surgeon was inserting a 22.0 diopter single piece silicone lens and the injector tore the lens. The surgeon removed the lens with no pt injury. The reporter stated that they felt it was due to the injector which they discarded.

Manufacturer narrative:
The product pertaining to this claim was not returned however, the lens was received and a visual inspection shows half of the lens optic and a haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge was not returned for eval.